Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2000 ohms. Additional information was received that the cause was not determined and the patient was referred to physician fo further follow-up. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that additional alerts from the remote home monitoring system were issued for high out of range pacing impedance measurements. There was a concern over a possible fracture due to the age of the lead, however no x-ray or fluoroscopy imagine was taken. Thus this concern was not able to be confirmed. The field representative also noted that there was high out of range shock impedance measurements observed on the other manufacturer's right ventricular (rv) lead and this ICD. No noise was seen on the presenting electrograms (egms). Due to the patient's health and at the patient's request the physician ordered tachycardia therapy off and a revision procedure will not occur at this time. The system remains in service and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.